Manufacturer narrative:
Batch review performed on 20 december 2023. Lot 2108591: (B)(4) items manufactured and released on 05-oct-2021. Expiration date: 2026-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k122641) lot 2304473: (B)(4) items manufactured and released on 29-march-2023. Expiration date: 2028-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
After the primary hip surgery, in post-op recovery, joint luxation occurred. The same day of the primary surgery, the surgeon revised head (ø 40 m to ø 40 l) and upsized the stem (size 10 to size 11) to sit proud and compensate for lack of tension. The surgery was completed successfully.